Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the above item was put on #5 4-in-1 femoral cutting guide on a left tka. When the doctor started to make second cut (posterior cut), the two pieces snapped off the modular capture. There were no issues to pt and both broken pieces were retrieved."